Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), kidney disease/toxicity, lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported wrong UDI number in box d (product UDI (rfb). After review, it was determined that the correct product UDI (rfb) should be (B)(4). Box d (product UDI (rfb) device identifier (gtin) number was corrected in this report.